Manufacturer narrative:
Sections a2 and b7 were updated. The concomitant medical product section was also updated. A general reagent issue can be excluded since qc was within ranges. The patient was taking an analgesic and the name of the analgesic was requested but not provided. Since the exact compound was not provided, further investigation regarding the suspected interference could not be performed. The investigation determined no interference from common analgetic drugs: phenylbutazone, acetylsalicylic acid, acetaminophen, and ibuprofen. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The altp reagent expiration date was not provided. The cobas pure c303 analytical unit serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about questionable results for 1 patient's serum/plasma sample tested with alanine aminotransferase (altp) assay on a cobas pure c303 analytical unit. The sample was tested in 3 tubes. The below results were obtained when using two different lithium heparin tubes: initial result: -1.70 u/l (accompanied by a data flag). The sample was then repeated. The following repeat results were obtained and they were all accompanied by a data flag: 1.47 u/l. 0.683 u/l. 2.77 u/l. 4.10 u/l. The result of -1.41 u/l (accompanied by a data flag) was obtained when the k2 edta tube was used. The customer suspected an interference since the obtained measurements were negative.